Manufacturer narrative:
Unit powered up after battery installation. No blank display noted however, unit has missing segments due to cracked lcd zebra connector. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reports that display screen had lines even when in other screens. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.